Event description:
It was reported that the twist clamp of the minicap transfer set was cracked. The set had been in use for two weeks. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that the reported issue was a separation between the main body and twist clamp of the minicap transfer set (previously reported as the twist clamp of the minicap transfer set was cracked). Correction made to f10/h6: medical device problem codes: replace a0404 with a0501 f10/h6: component codes: g04070 added. Should additional relevant information become available, a supplemental report will be submitted.